Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: cath lab manager. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The complaint cannot be confirmed for guidewire separation as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record could not be performed as the lot number for the device was not provided. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. The doctor was performing a radial heart catherazation. After he gained access, he manipulated the wire and pulled the wire through the needle. Unknown to the physician, the end of the wire sheared off in the radial artery. A week later the patient presented with pain in the wrist with a boil like wound. The physician lanced the area and was able to retrieve the wire. The patient was doing fine.